Event description:
Reporter alleged the aviva blood glucose system generated a result of 700 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi". Reporter stated the customer went to a clinic 20 minutes later and obtained a different result of 124 mg/dl. No treatment was reportedly received and no other actions were taken. A request was made for the return of the suspect device and replacement product was sent.